Event description:
It was reported that the deep brain stimulation dbs patient had an infection where his implantable pulse generator ipg was implanted. The patient reported that they were stretching and heard a popping sound where the ipg was located. The area on the chest where the ipg was located started to swell. The patient went to the physicians office and a hematoma was noted which was assessed as may have led to the infection. The patient was administered antibiotics and underwent a surgical procedure where the ipg and lead extensions were explanted. Post operatively the patient was fine. Cultures were taken however the results are unknown.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: 7098812; product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: 7099128.